Manufacturer narrative:
The delivery system was discarded. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as the exact cause is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the patient who underwent an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. The commander system advanced via 14fr esheath with no difficulty. Valve alignment was performed, and the system was advanced with no problems noted. The valve was successfully positioned and deployed. Post implant angiography revealed ascending aortic dissection flap, however the valve was well positioned and working well. Patient was still conscious and communicating with the team. Pericardial drain was placed and blood transfusions were given. The patient became unstable, hypotensive and CPR cycle commenced and preparation for open chest surgical bailout. Despite the efforts of the surgical team to repair the aortic flap / dissection the procedure was abandoned and the patient expired.